Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info is available.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.